Event description:
Sorin group received a report that the s3 double head pump was creeping and also had a runaway condition during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 double head pump was creeping and also had a runaway condition during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.